Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board and lcd (liquid crystal display) are corroded. Lower case is broken and contaminated. Upper case is broken, contaminated, and dented affecting keyboard fit. Both bail covers, ring cover, one case screw, both bails, and ring are missing. Lead flex cover, battery release o-ring, and encoder flex are contaminated. Battery contacts are compressed. Battery drawer is broken. Keyboard is scratched.

Event description:
It was reported that while the biomedical engineer was checking the epg (external pulse generator), it would not power on. A new battery was tried, with the same result. There was also a battery "overheating/burning" smell. There was no patient involvement.